Event description:
Pt stated, that she has "experienced serious adverse health consequences for the past 5 years". Based on the mesh having been recalled, the pt is associating her health issues with a defective ck mesh.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l info becomes available.